Event description:
It was reported during a diagnostic bronchoscopy procedure, the seal ring inside the biopsy valve was torn to pieces when the syringe was connected to the biopsy valve. The procedure was completed by replacing it with the same device. There was no delay and no harm to the patient.

Manufacturer narrative:
E1: establishment name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following field was corrected: h5. The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when installing the biopsy valve, it is possible that it was installed in a straight line, potentially causing the housing to become prone to damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.